Manufacturer narrative:
Pt age:date of birth was not provided. Pt gender was not provided. (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with stage ii of diffuse lamellar keratitis (dlk) on both (ou) eyes at 2 day post-operative exam. A flap lift and scrape was performed on 6 day post op visit. In addition, topical steroid were used to treat the dlk. The patient responded to treatment and the dlk has been resolved. The. Dlk was resolved 100% within the time frame of 5 days to 7 days. The medications used prior to flap lift was ofloxacin, alacaine, and betadine. The medications that were used after the laser ablation was ofloxacin, prednisolone, and acular.